Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, arrhythmia alarms) has been confirmed. As received, the electrode belt failed incoming functionality testing as it was unable to communicate with a monitor. The cause for the failure to communicate with a monitor, the alarms, and the service code was isolated to an open green (+3.3v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving a service code 204 (belt/monitor unusable) and frequent arrhythmia alarms.